Manufacturer narrative:
Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3998, lot# v011552, implanted: (B)(6) 2006, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the following change in therapy: stimulation in undesired location. They said the stimulation was in their feet and toes instead it was supposed to be covering their lower back. It was noted they had met with a manufacturer representative and tried to reset the settings, but they just couldn't get it to hit where it needed to hit. It was stated the stimulator shifted so never really worked for them so they gave up on it. The consumer had x-rays of their back, and it showed they had a weird wire and didn't know where it was going. They were going to have another x-ray within a month. It was further reported they were getting poor communication on the patient programmer. They were unable to communicate with the recharger. The consumer¿s last successful charge session had been a few years. Since it wasn't working, they had given up on it. It was stated the doctor wanted them to meet with a manufacturer representative to see if they could get the stimulator working.

Event description:
It was reported that the implantable neurostimulator (ins) was ¿no longer functioning.¿ it was noted that the patient¿s device was ¿ deactivated.¿ it was further noted that the patient needed an MRI, but this was not related to the implant.